Manufacturer narrative:
(B)(4). Date sent: 7/20/2020. Investigation summary the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed nine conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a cholecystectomy procedure, the first 3 staples fired were not closing properly, and caused the cystic duct to be divided. There was a delay to the procedure but surgery was successfully completed. There was no known patient consequence reported.